Event description:
The patient underwent surgery to have a battery replacement due to normal expected battery depletion but ended up undergoing a full revision as the lead broke during the surgery. Per the surgeon, the insulation was ¿disintegrating¿ as he manipulated the lead, likely due to age of lead. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. High impedance was confirmed in the pa lab. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The ¿as received¿ photo shows the marked connector inserted in the (-) lead receptacle and the unmarked lead connector is inserted in the (+) lead receptacle of the pulse generator header. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the noted abraded openings, the cut openings and the cut/torn ends. Other than the above-mentioned observations, and the abraded openings on outer tubing the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
The explanted generator and lead were received but product analysis still underway.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an eri(neos)=no condition. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse conditions found with the pulse generator.